Event description:
The customer reported that the foot pedal is not functioning and the skin spacer was broken.

Manufacturer narrative:
(B) (4). The ge service rep brought in a new footswitch to replace the broken one. He also replaced the skin spacer. The metal base broke off. The system now operates as intended.